Event description:
Related manufacturer reference number: 2017865-2022-05539. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams).it was also noted that the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The physician explanted and replaced the pacemaker and the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasions in two locations both consistent with friction to the device can, exposing the outer coil. The reported event was isolated to the exposure of the outer coil in the abrasion zones.